Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter revision kit function. Device was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Note, patient's pump was explanted due to the patient's desire to not use the pump anymore. Internal complaint number: complaint-(B)(4).

Event description:
Reporter initially contacted technical solutions to inquire about how to turn a patient's pump off. Reporter stated that the patient has saline in their pump at a minimal flow rate and is currently waiting to have their pump explanted. Reporter stated that they visited the patient for a refill approximately a year ago and found that the pump was empty when it was not expected to be. At that time, the patient informed the reporter that they had flu-like symptoms for the previous 10 days that resulted in them going to the ER. The hospital could not test for covid at the time, but informed the patient that they most likely had covid. The reporter went on to explain that, after this incident, a dye study was performed which showed a leak. The reporter did not know any more information. Later communication with the reporter confirmed that the dye study did not show a leak, but instead showed that the catheter had migrated out of the intrathecal space. The physician decided to perform a pump explant rather than a catheter revision because the patient stated that they no longer wanted to use the pump. It is believed that the catheter remains implanted.